Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 2 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius producer caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) pt developed peritonitis due to unk cause and was hospitalized. Medical records received indicated the pt presented to the emergency room (ER) on (B)(6) 2015 with diarrhea, nausea and vomiting. Peritoneal fluid analysis showed 5824 wbc, 93% neutrophils) with large amounts of neutrophils, therefore the pt was stated on vancomycin and ceftazidime intraperitoneally (ip). Peritoneal fluid culture did not show any growth. Peritoneal fluid wbc decreased to 180 (39% neutrophils) with antibiotics. During follow up, pt's diarrhea has resolved.

Manufacturer narrative:
Medical records were reviewed. Medical records do not indicate the cause or origin of the peritonitis. The patient's peritoneal dialysis registered nurse reported that the cause of the peritonitis remains unknown. Medical records do not contain dialysis treatment records or progress notes for review. Medical records do not indicate a causal relationship between the patient's liberty cycler set and the hospitalization for peritonitis. There wass no documentation to conclude the patient's peritonitis was related to product malfunction.

Event description:
Patient had presented with abdominal pain. The patient's intake became poor and she became hypoglycemic. Patient presented to the hospital with weakness and fatigue, as well, and was admitted into the hospital. Patient also had a pre-existing condition of a urinary tract infection and started on keflex. Patient was continued on peritoneal dialysis. Physician notes state there was no evidence of peritonitis. Physicians documented the patient's hypokalemia was due to diarrhea and this was replaced. Patient had no peritoneal dialysis inflow or outflow issues and the effluent looked clear. Patient was stared on intravenous and intraperitoneal antibiotics. Patient was discharged home.